Manufacturer narrative:
Malfunction meets reporting criteria of an FDA MDR report based on the precedence for this device family for "severe bend in needle," regardless of pt outcome. Our eval of the returned device confirmed the report. As returned, the needle would not advance when manipulating the handle. There are two bends in the needle. There is one bend at the distal end approx 10 cm from the tip and one at the proximal end approx 3 cm from the handle. The bend at the distal end would not exit the distal end of the sheath if the needle could be extended. Due to the bend it is unlikely that the needle would exit the sheath in a straight position. To examine the needle, the handle was cut to remove the needle from the sheath. No part of the device is missing. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted from 0 to 8 cm. The instructions for use state, "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. The instructions for use state, "note: number in safety lock ring window indicates extension of needle in centimeters." Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a fine needle aspiration (fna) procedure, the physician used a cook echotip ultra endoscopic ultrasound needle. After three passes the needle did not come out while drawing a specimen out. The actuation cylinder movement did not produce appropriate needle movement. There seemed to be a disconnect between the actuation compartment and the front end needle. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.